Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 28, 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) classified the following complaint based on the customer service representative (csr) initial documentation and additional information obtained during a follow-up call. Based on the information provided, it is unclear what time on (B)(6) 2010 the alleged issue began. At approximately 2:55 pm on (B)(6) 2010 when the patient reportedly tested on the subject meter and obtained a result of "12 mmol/l." The patient stated that he did not have any low diabetic symptoms at the time of the reading. The cca documented that the patient tests his blood glucose 4 to 6 times a day and manages his diabetes with diamicron pills and humalog insulin. The patient confirmed that he continued with his usual dose of humalog insulin (40 units) and diamicron (30 mg). Six hours after the alleged issue began, the patient claimed that he was on the street near his home where he "lost the ability to move and lost consciousness." The emergency medical services (ems) was called by an unidentified individual and the patient stated that he was transported to the hospital at approximately 1:00 am. The patient's blood glucose was reportedly tested with the ems meter and subject meter and both obtained a result of "1.0 mmol/l." The time difference between the two readings is not known. The patient was reportedly treated with IV glucose and orange juice. Six hours after admission to the hospital, the patient's blood glucose was reportedly tested on an unspecified meter and obtained a result of "12.3 mmol/l." The patient reported having breakfast and claimed to have been released from the hospital the following day after admission. During the troubleshooting session, the cca documented that the patient used an approved sample site for testing his blood glucose on the subject meter. Based on the information that the patient provided, the cca concluded that more than 30 minutes elapsed between the subject meter and the hospital meter reading. Thus, the reported blood glucose results are invalid for accuracy comparison. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained an inaccurate high reading on the subject meter, administered his usual diabetic medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The csr from lfs (B)(4) spoke with the patient and obtained new data. At 12:00 pm on (B)(6) 2010, the patient tested his pre-lunch blood glucose (bg) on the lfs meter and obtained "12.9 mmol/l," took his usual dose of 55 units humalog insulin, and ate lunch. He felt the result was high. At 2:55 pm on (B)(6) 2010, the patient's post-meal bg on the lfs meter was "12.0 mmol/l." He denied having any symptoms and did not take any action based on the post-lunch result. On an unspecified time later on the evening of (B)(6), he stated that he tested his pre-dinner bg on the lfs meter and obtained "5.2 mmol/l." The patient claimed that his typical bg reading around 5:30 pm is "6.6-10.3 mmol/l" and that he withholds his insulin when his bg is "< 7.0-8.0 mmol/l." For an unspecified reason, he skipped his meal and took his usual dose of 30 units humalog insulin between 5-6 pm. Ems arrived (time unspecified) and woke up the patient from his sleep, but he became unconscious. It is unknown what treatment the ems provided. The patient claimed that he awoke in the hospital between 8-9 pm and was released the next day. Based on the new information, this case is re-classified as non-MDR reportable due to the following conclusion: although the patient received acute treatment for hypoglycemia, there is no evidence that the lfs meter contributed to his injury. It is unknown why the patient took his usual dose of insulin and skipped his meal when the subject meter displayed a pre-dinner result below the patient's criteria for withholding insulin. There is no evidence that the lfs meter performed improperly. The reported blood glucose results were invalid for accuracy comparison.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.